Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing or product specifications for the batch did not reveal abnormalities that could have contributed to the reported issue. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during procedure, while inserting the lag screw, part of the thread broke. No delay or injury reported. A back up device was available.